Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 5, 2016 lay user/ patient contacted lifescan (lfs) and alleged their ot delica lancing device has a sample collection issues . The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) following-up with the patient. The cca was advised by the patient that the issue began on (B)(6) 2015. The patient stated she manages her diabetes with pills, diet and/or exercise ("vieta 10 units twice a day and glucoide, 500mg twice a day").the patient confirmed she is on a sliding scale and takes an extra dose in the afternoon when required. The patient confirmed she test twice a day at 6am and 8pm and her normal reading are normally about "257-300mg/dl". The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged decreasing her food/drink intake on (B)(6) 2016. The patient denied that she developed symptoms as a result of the issue; however alleged hcp treatment of insulin on (B)(6) 2016. The patient does not know if a blood glucose reading was taken during her visit to the doctors office; however she did confirm an a1c result of "10.2" was obtained on (B)(6) 2016. The patient confirmed she visited her doctor due to a headache and not being able to test. The patient also feels the lancet issue was "restricting" as she was unable to test her blood sugar, which directly caused her to receive hcp treatment. At the time of trouble shooting, the cca confirmed the patient was using incorrect lancets. This complaint is being reported because the patient reportedly received hcp treatment after the alleged sample collection issue. In addition, there is no evidence that the lfs device malfunctioned, as the patient was using the incorrect lancets with their lancing device.